Event description:
On (B)(6) 2011, pt reported the down button on the infusion device was not functioning properly. This was first noticed a couple of months ago when pt tried to bolus. Pt has used this infusion device for 3 years and boluses 6 times per day. Pt reported the down button stays up even when it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.